Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 400 mg/dl. The caller reported that the no delivery alarms persisted even after multiple site changes, but was resolved by a complete set change. The caller also reported that the insulin pump had an issue with the battery cap that caused a blank display. The insulin pump was not replaced or returned for analysis.